Event description:
Information was received from a healthcare provider (hcp) from a company representative (rep) regarding a patient receiving intrathecal morphine 25 mg/ml at an unknown dose, bupivacaine 20 mg/ml at an unknown dose, and clonidine (concentration and dose unknown) via an implanted pump for an unknown indication for use. It was reported that there was a discrepancy at the last refill appointment. The registered nurse was expecting 0.8 mls and pulled out 15 mls out. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed on the date of this report and no aspiration from catheter. A complete system replacement would be scheduled (pump was due for replacement by august 2025). The issue was not resolved, and the patient¿s status was ¿alive- no injury.¿ surgical intervention was planned but had not been scheduled. The patient¿s weight and medical history were asked and would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# serial# (B)(6) implanted: (B)(6) 2005 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial #: (B)(6), ubd: 09-aug-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.